Event description:
It was reported that this right atrial lead exhibited an elevated threshold. A dislodgement was confirmed through x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.